Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that alleges that the inflation line became disconnected from the tube when the clinician was securing the tube to the patient following intubation. Replacement was required. No incident related medical sequela was reported.